Manufacturer narrative:
Patient information was unavailable from the site. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the site was unable to track the passive planar probe and the patient reference frame. They swapped spheres on both with no resolution. They swapped to a different probe and reference frame with resolution. The manufacturer representative went to the site and could not replicate any tracking issues with either the probe or the reference frame. Geometry error less than 0.2 on both. The manufacturer representative checked out the instruments and then they were put back into clinical use. The probable cause of the issue is that there was infrared interference or the camera positioning was not correct. There was less than an hour delay in the procedure. No impact on patient outcome.